Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va23ajc, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). The patient reported that they initially had a 90% reduction in symptoms but that has gradually lessened. The patient reported that they now had ¿maybe 70%¿ reduction in symptoms. The patient reported that it was still ¿much better¿ than prior to implant. Patient services went to walk the patient through how to increase stimulation but as the patient hadn¿t used their equipment since implant they had to charge the communicator first and then call back. The patient called back after charging the communicator and it was reviewed how to increase amplitude. The patient increased from .07 to over 8.0 and they were not feeling stimulation sensation. The patient stated that they were concerned that their lead moved and reported that they had a fall and did a lot of mountain hiking and cycling and they fell on their ¿butt¿ ¿kind of hard.¿ the patient reported they also had to move boulders and branches and did sudden movements all over the place with their high activity levels. Patient services reviewed the risks associated with falls and recommended that the patient follow up with their managing health care professional (hcp). No further complications were reported at this time.

Event description:
Additional information was received from the patient. They reported that the patient had an x-ray and it showed the lead was in place. They requested to speak with a manufacture representative. An email was sent to the field. The patient called back and said they had an appointment with the manufacture representative next monday or tuesday.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va23ajc,implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va23ajc, implanted: (B)(6) 2019, explanted: product type lead h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot#: va23ajc, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). The patient reported that they initially had a 90% reduction in symptoms but that has gradually lessened. The patient reported that they now had ¿maybe 70%¿ reduction in symptoms. The patient reported that it was still ¿much better¿ than prior to implant. Patient services went to walk the patient through how to increase stimulation but as the patient had not used their equipment since implant they had to charge the communicator first and then call back. The patient called back after charging the communicator and it was reviewed how to increase amplitude. The patient increased from .07 to over 8.0 and they were not feeling stimulation sensation. The patient stated that they were concerned that their lead moved and reported that they had a fall and did a lot of mountain hiking and cycling and they fell on their ¿butt¿ ¿kind of hard.¿ the patient reported they also had to move boulders and branches and did sudden movements all over the place with their high activity levels. Patient services reviewed the risks associated with falls and recommended that the patient follow up with their managing health care professional (hcp). Additional information was received from the patient. They reported that the patient had an x-ray and it showed the lead was in place. They requested to speak with a manufacture representative. An email was sent to the field. The patient called back and said they had an appointment with the manufacture representative next monday or tuesday. Additional information was received from the healthcare provider. It was reported the patient had seen the doctor early in the month for ineffective therapy. They reported the patient had a fall and an x-ray was performed. They confirmed the lead was in the correct placement. The rep interrogated the device and reported negative impedance for 4/4 electrodes and the lead was damaged/broken. The device was replaced the day prior to report. Device return was requested. The healthcare provider called back after speaking with the surgeon to report that it was a patient issue, no a device issue. It was noted the device had been incinerated.